Event description:
A physician reported that patient had 2+ cell and fibrin in anterior chamber with good vision, no pain, no redness and was treated with steroids. Additional information has been requested, received and stated that post-op day 1 the patient had more inflammation than usual without signs of infection, no pain, has good vision, no vitreous cells, no injection. Aqueous cell 2+ and aqueous fibrin present. The patient had blepharitis. Topical medication adjustment was done. No cultures taken. This report is associated with multiple complaints. This file is 3 of 3.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, reporting that the inflammation was likely related to lidocaine/epi mixture compounded at surgicenter by new staff that used preserved lidocaine, there is nothing to do with the intraocular lens (iol).